Event description:
It was reported that during a da vinci hysterectomy procedure, the wire popped out of the mega suturecut needle driver instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient. Intuitive surgical, inc. Has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment stuck out at the instrument's wrist. Other cables were not damaged at the wrist. No other damage was found.